Event description:
Pt undergoing a cardiac cath, fixed wire coronary artery balloon and wire fractured in the circumflex. The wire was not received. Perforation of first diagonal branch of lad leading to pericardial tamponade. A 3.5/40mm long ace balloon (boston scimed) and wire tip was noted to have broken just proximal to the proximal portion of the balloon. The catheter had severed in half, such that the distal, approx 50 millimeters of the balloon, including the balloon and the wire tip remained in the left circumflex. A perforation of the anterolateral branch of the left anterior descending artery was noted. The pt developed cardiac tamponade and hypotension. CPR was instituted as the pt arrested, and she was intubated. Fluid (100cc) was extracted from the heart with return of function and adequate blood pressure. A pigtail catheter was left in place, the pt became stabilized and was returned to intensive care. She was subsequently extubated. Condition continued to improve. On 7/13/97 the pt then suffered a run of ventricular tachycardia which progressed to fibrillation and then asystole. Pt a dnr. Report filed in compliance with smda rule.